Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was blood in the inflation lumen and balloon. The balloon, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed a burst in the balloon that was 11 mm in length, and numerous kinks in the hypotube. There were numerous kinks throughout the hypotube. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 13jun2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.